Event description:
Customer reported a malfunction with their pump, identified by a malfunction code of malf 24. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.